Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Error 44 (linked to lcd driver failure) and 99 were found during the device log review. This could be linked to the reported event but those errors could not be reproduced during investigation. The defective display board was sent to brézins for further investigation. Upon visual inspection, the hall sensor was found broken as reported in the complaint however the soldering was intact. The display board was mounted on a test bench and at start up the device went into error and it was not possible to get any response. The device had to be unplugged. Although error 44 and 99 found in the device history log could not be reproduced, the event is confirmed and is due to the broken hall sensor of the display board. Two root causes could be identified at the origin of the component defect, either the hall sensor has been weakened during the assembly on the production line or has been mishandled by the user during manipulation of the device. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Defective display board.